Manufacturer narrative:
The insulin pump had unresponsive act and esc buttons due to flattened button dome switches. It was unable to verify the motor error alarm, battery out limit alarm, failed battery test alarm, off no power alarm, low battery alert or perform the displacement, basic occlusion, occlusion, prime and excessive no delivery tests due to unresponsive buttons. The motor passed the motor test.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Blood glucose value was 481 mg/dl. He removed and reinserted the battery and received a battery out limit alarm and then a failed battery test alarm. During motor error alarm troubleshooting, the customer was unable to press the act buttons on the reservoir setup. Blood glucose value was 484 mg/dl; treated with manual injection. Customer was unable to identify is the drive support cap was normal. He also mentioned experiencing low blood glucose of 20 mg/dl. Blood glucose by the end of the call was 438 mg/dl. Customer stated he would treat with more insulin from manual injections. The insulin pump was replaced and returned for analysis.